Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating after a reported power loss issue with the pump, the patient reportedly would perform the rewind, prime and load steps on the pump and after the prime step, the patient experienced hypoglycemia when disconnected from the pump. There were no blood glucose (bg) values reported and there was no indication of symptoms of a hypoglycemic event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. The pump displayed the following message ¿disconnect set from body¿ before each prime operation. The product performed within specification and the reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.